Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced an elevated blood glucose level of approximately 400 mg/dl, after receiving an occlusion alarm. Customer determined the pump functioned as intended and the infusion set tubing was the location of the occlusion. Customer stated they would change out infusion set and declined further troubleshooting with tandem customer technical services. Customer did not provide infusion set manufacturer.